Event description:
Pt had iol inserted following cataract surgery in 1977. The pt had a penetrating keratoplasty in 1992. Now presents with hazy vision and graft rejection. Intraocular lens removed at the time of surgery for repeat penetrating keratoplasty.